Manufacturer narrative:
(H3) the investigation into the reported "aic - display issue" has been completed since the original report was filed. Product was returned for investigation. The device was inspected and found the failure mode was not able to be reproduced. Cables¿ connectors were seated properly. Isolated testing over three hours showed no signs of flickering screen. Visual inspection revealed residue build up in the purge unit area which was unrelated to reported failure mode. The automated impella controller (aic) logs are not relevant to this failure mode.

Event description:
The complainant reported that the screen on their automated impella controller (aic) was flickering. The aic was swapped as a result of the noted issue. There was no patient harm.